Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microtainer® tubes with k2e (k2edta) there are "multiple and ongoing issues with microtainer tube clotting." 20 tubes were involved.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and there were no issues observed with the additive in the tube (that may have attributed to clotting) as all tubes met specifications. Additionally, retention samples were selected from bd inventory for evaluation and no issues were observed with the additive as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, no issues were observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd microtainer® tubes with k2e (k2edta) there are "multiple and ongoing issues with microtainer tube clotting." 20 tubes were involved.